Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that multiple minimum fill notifications occurred after the user filled the cartridge with 300 units of insulin during the load sequence with multiple cartridges. Customer¿s blood glucose level was "high" mg/dl (specific bg value was not provided). Reportedly, the customer discovered there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and successfully loaded the cartridge to resolve the issue. Customer intended to deliver a correction bolus to address elevated bg after cartridge was loaded on the pump.